Manufacturer narrative:
Date of event is estimated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that patient went to the healthcare provider (hcp) on the day of this call as she could not feel stim anymore and she was still retaining a lot of urine. Patient stated they checked her settings at the hcp and told her the therapy was off when she did not turn it off and they were the one to set it. She did not know how the implantable neurostimulator (ins) would have been turned off by itself like that because she had never used her patient programmer (pp) or taken it out of the box ever. Patient asked how the ins could have been turned off and stated that her hcp told her it could have been from emi from security screener at stores. Patient did not state that hcp saw any type of error message. Patient indicated she had been to the hcp previously and they had to up the stimulation because she could not feel it anymore and reprogrammed it, so she had felt stim after she left the hcp. Patient stated the hcp turned the implant back on successfully. The hcp had reviewed with patient on how to use the pp to check therapy and which buttons were on/off. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.